Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doesn't charge the batteries. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer via telephone. The customer informed the fse that the unit was not completely installed in the cart. The customer installed the unit into the cart. The iabp was cleared for clinical use. H3 other text: evaluation not requested by complainant.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) doesn't charge the batteries. There was no patient involvement.